Event description:
It was reported to boston scientific corporation in late 2008 that a radial jaw 4 biopsy forceps with needle was used during a gastroscopy with biopsy procedure the day prior. According to the complainant, the physician and nurse used an olympus gastroscopy with a 2.8 mm working channel. The nurse removed the device from the package and immediately inserted it into the working channel. There was no noticeable resistance when the device was inserted through the working channel. The biopsy itself worked without any problems and the nurse pulled the device out of the working channel without any relevant resistance. Upon inspection of the device, the needle was noted to be bent. There was only one tissue sample taken with this device. The procedure was completed with another radial jaw 4 biopsy forceps with needle. There were no patient complications as a result of this event.

Manufacturer narrative:
Although the suspect device has been received for eval, the analysis has not been completed; the cause of the reported malfunction has not been determined.